Event description:
The surgery nurse reported to our sales rep that she was observing a surgery procedure. During this op, the surgeon noted that the target device has a fissure in its carbon curve. The surgery was completed with another target device. No adverse consequences were reported.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.